Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their blood glucose had increased to 10.0 mmol/l and boluses would not decrease that value. Their blood glucose got as high as 20.0 mmol/l. A self test was performed and the insulin pump screen went blank; the insulin pump ceased responding. The device then alarmed hardware low level failures. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received not stuck in the manufacturing mode. Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump was received with normal operating currents. Insulin pump was monitored and no blank display noted. The battery tube connector plugged in properly to printed circuit board during visual inspection. No damage in the keypad assembly and the keypad connector on printed circuit board was locked properly during visual inspection. However, pump error alarm confirmed in the insulin pump history due to cold solder joint on keypad assembly. Insulin pump failed leak test from cracked case behind the insulin pump at the battery compartment. Insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.